Event description:
It was reported that an apparent lead fracture was found on x-ray at first rib/clavicle during follow-up. A new lead is scheduled to be implanted. No patient complications have been reported as a result of this event.